Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, foreign material on the insertion part distal end light guide rod lens was identified during the device evaluation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope does not connect to the tower. There were no reports of patient harm.